Event description:
Device malfunction: device #1 failure to deploy, foot break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after a renal artery stenting procedure. Reportedly, the proglide device failed to deploy, "as soon as the needles came down the posterior foot broke". A second proglide device was attempted with the same results. A third proglide device was used; however, a cuff miss was experienced. Manual compression was used to achieve hemostasis. It is unknown if the feet for both proglide devices were in the pt's tissue tract or out of the pt's anatomy. The pt stayed overnight in the hosp for observation and was discharged the following day without any sign of occlusion or any additional intervention performed. There were no adverse patient effects. Thought requested, no additional info was available.

Manufacturer narrative:
The customer reported the device would not be returned for eval. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. The two perclose proglides devices #2 and #3, both lot# 63089-6h indicated are being filed under separate medwatch MFR numbers.